Event description:
Pt and family member went to dr. Office and ordered 6 pairs of freshlook radiance contacts at $35.00 a box x 4 = $140.00 they paid cash for them, they did not give them a reciept. Pt and family member ordered them in 2004 and got them 2 days later and did not put them in their eyes until one week later. Before the end of the day their eyes got so irritated and red that they had to take them out even though they used rewetting drops and that did not help. Family member called dr's office and they informed them that since the box was open, they could not do anything about it. Family member tried email resolution and they never responded. Family member offered to send the unopened ones back. They feel like they deserved to get their $140.00 back. They can't get any use out of 5 pairs of contacts.